Event description:
This spontaneous case was reported by a physician and describes the occurrence of rash ("groin rash") in a 39 days-old female patient who had essure inserted (lot no. B11718). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced rash (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral tube removal). At the time of the report, the outcome of the event was unknown. The reporter saw no causal relationship between rash and essure. The reporter commented: reporting hospital physician sent initial report also to fimea, and filled company questionnaire ¿ essure-device removal: the essure was removed on patient's request due to groin rash. No follow up information was available. Reporter provided device sample (two implants). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.2 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of rash ("groin rash") in a 39 days-old female patient who had essure inserted (lot no. B11718). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. Essure was removed on (B)(6) 2021. An unknown time later she experienced rash (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral tube removal). At the time of the report, the outcome of the event was unknown. The reporter saw no causal relationship between rash and essure. The reporter commented: reporting hospital physician sent initial report also to fimea, and filled company questionnaire ¿ essure-device removal: the essure was removed on patient's request due to groin rash. No follow up information was available. Reporter provided device sample (two implants). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 22.2 kg/sqm. Lot number: b11718, manufacture date: 2013-03 and expiration date: 2016-03. Quality-safety evaluation of ptc: for essure: the investigation of the sample could not confirm any quality defect. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. The most recent follow-up information incorporated above includes data received on: 20-jul-2022: quality safety evaluation of product technical complaint. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.